Manufacturer narrative:
The cleaning, disinfection, and sterilization of the scope was performed by the customer. The last sampling date was (B)(6) 2021. There was no patient infection. The sampling was routine. The scope was precleaned with salvanios premium detergent. Albyn medical kit uno-clean 2 swabs was used for manual treatment/bedside cleaning. Soluscope 4 was used as the automatic endoscope reprocessor (aer) along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored in a typhoon storage cabinet. Maintenance was provided by olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The contact person/occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available.

Event description:
It was reported by the customer, all channels were sampled and the evis exera iii colonovideoscope tested positive for one hundred (100) colony forming units (cfus) of microorganisms. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on third party hygiene microbiological investigation (hmi) results, the device evaluation, and the legal manufacturer's final investigation. Olympus reprocessed the subject device according to the instructions for use (IFU) instructions then sent the device for culture testing before repair. The results were 3 cfu, lower than the standard level of organisms. The detected bacterium were coagulase negative staphylococci, micrococcaceae, and one organism was unidentifiable. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted during the evaluation including the the distal end was scratched, the bending section rubber glue was chipped and deformed, the suction cylinder was chipped, the switch button one was deteriorated, the universal cord was wrinkled and there was insufficient angulation noted. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the IFU: "reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.